Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6), country unknown. Report source, literature - sebastian mukka, carl mellner, björn knutsson, arkan sayed-noor & olof sköldenberg (2016) substantially higher prevalence of postoperative periprosthetic fractures in octogenarians with hip fractures operated with a cemented, polished tapered stem rather than an anatomic stem, acta orthopaedica, 87:3, 257-261, doi: 10.3109/17453674.2016.1162898 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03560 & 0001822565-2017-03083.

Event description:
It was reported 1 patient underwent hip revision due to dislocation. No further information has been reported.